Manufacturer narrative:
(B)(4). Date sent: 7/19/2023. Additional information was requested, and the following was obtained: 1. What were the indications for surgery? 2. What surgical procedure was performed? Open total gastrectomy. 3. Did the patient receive any preoperative chemotherapy or radiation? No , the patient no received any preoperative chemotherapy or radiation. 4. What healthcare professional fired the device and what is his/her experience with the device? Fourth year resident surgeon , had experience with these devices. 5. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. 6. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, the healthcare wait 15 seconds after closing the device. 7. Was the device difficult to close? No, the device was not difficult to close. 8. Was the device difficult to fire? No, the device was not difficult to fire. 9. Did the healthcare professional receive audible & tactile feedback when firing the device? No, the healthcare professional no received audible & tactile feedback. 10. Were the donuts inspected? Yes, the donuts were inspect. If so, please describe. The donuts were open 11. Was a complete transection of the white breakaway washer visually confirmed? No , was a complete transection of the white breakaway was not visually confirmed. 12. Was a leak test performed? If so, what type and what was the result? Unknown. 13. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. 14. How was the leak identified? There was no leakage, the staples never formed, there was only a cut from the blade, the anastomosis was not performed with our device. 15. What was observed at the site of the leak upon resection? Unknown. 16. How was the leak addressed? There was no leakage, the staples never formed, there was only a cut from the blade, the anastomosis was not performed with our device what is the current status of the patient? The patient is stable and left the hospital.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo and video images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon resection? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy with intestinal interposition, the circular stapler failed when making the anastomosis, the staples were not formed but the blade did cut the tissues. The surgeon performed resection of the tissues affected by the cut and finally made the anastomosis with a circular stapler of another technology. The patient had to have additional tissue resection, the surgeon performed resection of the tissues affected by the blade.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. D4: batch:# u5d67j. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line, and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number: u5d67j, and no non-conformances were identified.